Event description:
It was reported that intermittent occlusion alarms occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. The customer had not addressed the elevated bg at the time of report.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.